Manufacturer narrative:
B3: updated. D9 - date returned to MFR: 20-apr-2026. H3 and h6 codes: updated. The device was returned for evaluation, and a review of its service history revealed no previous issues. Visual inspection showed that no defects or discrepancies were noted. Functional testing was performed, and the reported issue was not confirmed. The device was found to be working properly. The root cause of the reported issue was unable to be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed the message bottom line occlusion. There was no reported patient involvement or harm.